Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.5, lab: 4.1. Date: (B)(6) 2011, 3.7, 4.1. Pt's therapeutic range is 2-3. In the beginning of feb, pt was given benadryl and antibiotics due to a rash. He was on antibiotics for about 6 days.

Manufacturer narrative:
Investigation pending.